Event description:
Event description cpi received information that the rate sense portion of this endotak transvenous defibrillation lead was capped and abandoned due to insulation damage at the is-1 connector. It was replaced with a new sensing lead model 4245.